Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with the right ventricular lead exhibiting high pacing impedance. On (B)(6) 2019, the patient was brought to the clinic for pulse generator check. Upon interrogating the device, it was discovered that the lead also exhibited noise and the lead noise was reproducible with isometric testing. The lead was reprogrammed to unipolar settings. The patient condition remained stable with no adverse effects.